Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen displayed white and possibly an application crash. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen displayed white and possibly an application crash. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a white screen appeared. A field service engineer attempted remote repair via remote support service (rss) using bomgar, but the station displayed a white screen and had a database connection issue. Remote access was inconsistent, and error messages could not be cleared. Sql server review revealed broken paths. On-site at 1:15 pm, the engineer attempted repairs and contacted tsc to open a case but received no response and escalated to the technical support specialist (tsc) team lead. After waiting, a colleague was involved. The station was running version 1.6.1 and was reimaged but failed to sync. Other stations were on version 1.7.4, so reimaging was attempted again, but failed due to a missing m5d file. Collaboration with fred from new york to manually add the file was unsuccessful. A new image was downloaded and transferred, but reimage attempts continued to fail. The hard drive was replaced and reimaged, but validation failed. After multiple attempts, including replacing the all in one (aio), docking board, hard drive, and cable, a fresh image was successfully installed. The station was re-synced and brought online in rss. The system functioned as intended after the field service engineer repaired the device.